Event description:
On (B)(6) 2011, the reporter/school nurse contacted animas on behalf of the patient alleging that the patient had been suffering low blood glucose episodes around the same times for the previous and current week. The reporter claimed that she saw low blood glucose episodes around 10:30 am and 12:30 pm each day. Blood glucose values of in the "40-70 mg/dl" range were observed. During the low episodes, the patient reportedly developed symptoms of shakiness and weakness. A review of the pump revealed that the device's time was incorrectly set in terms of the am/pm setting. The patient denied manually changing the pump's date/time settings. She also denied that the pump's time reset with a battery change. The reporter attributed the patient's low blood glucose episodes to the pump's incorrect time of day setting in relation to basal delivery. The reporter denied that the patient received medical treatment as a result of the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia as a result of the pump's time of day being set incorrectly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: to ensure the bt1 component was fully charged the pump was exercised for 24 hours on a 1 unit per hour basal program.after 24 hours the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time and date reset to 12:00am (B)(6) 2007.pump cover was removed; a visible inspection confirmed the internal battery (bt1) was leaking. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.